Event description:
Customer reported an altitude alarm 21 issue with the pump, occurring multiple times over four weeks, despite cleaning and restarting attempts. Blood glucose level at the time of the event was measured at 9 mmol/l, within the normal range. Technical support resolved to replace the pump and instructed the customer to return the problematic device using a pre-paid label; in the interim, the customer will use multiple daily injections (mdi) for insulin delivery.